Manufacturer narrative:
Device evaluation it was reported that there was an insecure needle syringe connection. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, three photographs were provided for review by the quality team. The images show a needle with the plastic shield assembled to a syringe, no additional information could be obtained from the photographs. A device history record review was completed for material number 305106, lot 4081033. The review did not reveal any quality issues during production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all in process controls and final inspections were performed per specification requirements. Based on the available information, including the photographic assessment, the reported condition could not be confirmed. In the absence of a returned sample, a probable root cause could not be determined.

Event description:
It is reported connection issues. Verbatim: material 305106 batch 4081033 on 08sep2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci insecure needle-syringe connection on 08sep2025, the office staff reported the following: there was a faulty syringe for the doctor. When he was trying, it wasn't clicking and it was loose.